Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the distal superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 5x80 mm supera self expanding stent (ses) was implanted and the stent was 20 mm longer than expected. No treatment was provided. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that anatomical conditions and/or deployment technique resulted in the stent to inadvertently deploy longer than expected; however, this could not be confirmed. A cine was received and reviewed by an abbott vascular clinical specialist. Three still images were submitted for review. These images are not diagnostic quality images, as they are still images saved with a cell phone camera from a computer monitor. The images are labeled with the device shown. The first image shows a contrast-filled, inflated 5 x 120mm armada 18 balloon dilatation catheter being used for post-dilatation of the 5x80mm stent, and most likely to determine to approximate the measurement of the deployed stent. However, there are no measurements labeled on the image and due to the image being a cellphone photo the image cannot be measured for the review. The next two images are post-stent deployment with the 5 x 80mm supera stent in the distal superficial femoral artery proximal to the knee joint and the distal arteries. In these two images, approximately 30mm of the proximal stent appears to be elongated, or stretched, compared to the remaining distal portion of the stent. Due to the absence of procedural imaging and the limited number of low-quality still images provided, it is not possible to determine with certainty the cause of the apparent elongation of the supera stent. Specifically, the lack of documentation regarding vessel preparation; whether it was performed and if it adhered to the instructions for use (IFU), further limits the ability to assess the appropriateness of the stent deployment. Without procedural images, it is not feasible to obtain accurate measurements to confirm whether the stent was incorrectly sized in the packaging or if elongation occurred during deployment. The available images, while insufficient for procedural analysis, do reveal residual areas of stenosis. These may have contributed to the stent¿s elongated appearance, as incomplete lesion preparation or persistent stenosis can affect stent expansion and apposition. Visually, it appears that approximately 20-30 mm of the proximal segment of the stent is elongated, exhibiting a pattern reminiscent of a "chinese finger trap," a phenomenon often referred to in clinical practice as the "accordion effect" or "concertina effect." This visual and mechanical distortion can result from several factors, including improper sizing, suboptimal deployment technique, or challenging lesion morphology. Proper stent sizing, ideally a 1:1 ratio to the vessel diameter, is critical to avoid elongation. Additionally, the supera stent requires a controlled, gradual deployment to prevent stretching. Rapid or uneven deployment, failure to pre-dilate adequately, or mishandling of the delivery system can all contribute to suboptimal outcomes. However, in the absence of comprehensive procedural imaging, the precise cause of the observed elongation cannot be definitively established. It should also be noted that a review of customer complaints for this product and lot number was performed, and no other complaints have been reported for this specific lot number regarding stent length discrepancies. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.